Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a surgery for a distal fibula fracture, while placing the first 2.7 locking screw, the tip of the screwdriver broke on the last screw adjustment turn, therefore this screw was placed in the patient. The surgeon decided not to remove it because the tip of the screwdriver was inserted into the head of the screw and could not be removed. The broken part remained in the screw recess. The procedure was completed with a thirty (30) minute delay using material from another patient. Concomitant device reported: unk - screws: locking: (part# unknown; lot# unknown; quantity: unknown); unk - torque devices (part# unknown; lot# unknown; quantity: 1). This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: damage. Visual inspection: scrdriver shaft t8 self-hold (part# 314.467, lot# h842888, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal tip got twisted. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No broken features were observed with the returned device. Reported embedded condition cannot be confirmed as no broken features were observed with the returned device. Device failure / defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? No. Investigation conclusion: the complaint cannot be confirmed for scrdriver shaft t8 self-hold (part# 314.467, lot# h842888) as no broken features were observed with the returned device. While a definitive root cause could not be identified for the twisted tip, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument. Release to warehouse date: sep 27, 2019, part number: 314.467, stardrive screwdriver shaft t8 105mm, lot number: h842888 (non-sterile), lot quantity: 104. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns063237 met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated sep 06, 2019 and certificate of tests supplied to (B)(4) by (B)(4) dated apr 01, 2018 were reviewed and determined to be conforming. Hardness specified at hrc 52 minimum; hardness certified at hrc 53.98. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review: mar 17, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.